Event description:
Additional information received noted that the cause of the event was not determined. It was noted to not felt to be device related. The patient was reprogrammed on (B)(6) 2014. The active program was changed. The patient was not recovered; symptoms/issue was ongoing.

Event description:
It was initially reported that surgery was done on a friday (B)(6) 2014. That sunday the patient had a lot of pain in his lower extremities - legs and lower back area. The next morning monday, the pain moved to his right shoulder area and it was not in the lower extremities anymore. The patient's right arm will go numb down to his hand. These sensations had subsided over time. The patient was not sure if it was related to his interstim device. The patient had mentioned it to his doctor but the doctor states he doesn't think it is related. The patient's stim was set at 5.6. Patient asked if that was too high. The patient could not feel the stimulation at 5.6. The patient's symptoms occur mostly at night. The patient had frequency at night time. The patient had a lot of cramping in his legs so he was going to a nerve doctor but can't get in to see a doctor until (B)(6) 2015. The patient did not think the cramping has anything to do with the interstim device. It was later reported on (B)(6) 14 that since having implantable neurostimulator (ins) replaced, the patient had not been happy with the way it had been functioning. It got to the point that the patient was in pain all the time, no matter what settings he set ins on, high or low. Finally, this morning he just turned ins off. The patient had called the doctor's office for two days now and can't get hcp (healthcare provider) to call the patient back. The patient would like to get his ins reprogrammed because he thinks there is something wrong with it, especially since he had new battery put in. Up until the ins was replaced, the patient was very pleased with his device and the patient had not been satisfied at all since new ins was implanted. The ins was replaced on (B)(6) 2014. The patient stated, "well it hasn't seem to work as well as it did before and I have had a lot of mishaps if you know what I'm talking about and I've tried different settings, I've went high and I go until I have discomfort, then turn it back down and some times I've almost turned it off, but I'm still having mishaps, which I didn't have before this battery change, so I'm wondering if maybe when they changed that battery they should have recalibrated this thing and I don't know whether if they did or not." It was confirmed with the patient that all issues had been going on since (B)(6) 2014 when ins was replaced. The patient mentioned that one time "he had to go in and they reset it some way or another" with equipment. At that time they told the patient "there were segments of the machine that weren't functioning and they had to change it to another setting and so forth." This happened before hcp moved into a new office and there was a nurse who was outstanding and she was not there any longer. The patient could not give a date, but he was sure hcp has those dates written down. The patient thought he had one of our manufacturer's representatives meet the patient at hcp office one day and recalibrated the patient's device. The patient thought that is what he needed now - to have his device recalibrated because it was not working like it used to. Regarding when the patient met with manufacturer's representative, the patient could not give a date, but it was long before the patient had his battery replaced. The patient planned to continue trying to get in touch with hcp office to set up an appointment to have device adjusted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-33, lot# v335182, implanted: (B)(6) 2009, product type: lead. (B)(4).